Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd894402 was performed. No issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced a bacterial infection. Approximately one week later, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics. The patient recovered from the peritonitis on an unknown date. No additional information is available. This is report 2 of 2 involved in this peritonitis event.